Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were worried about getting sepsis again so they went to the doctor today and the doctor told them to give it time to recover. Patient said, today after they gave a sample, they still had some urine. Reviewed some interstim therapy optimization information, control equipment general use and function. Redirected to their doctor. Additional information was received from the health care professional (hcp). The hcp stated that it was unknown if the device/therap y/procedure casual or contributory with respect to the sepsis. The hcp confirmed that the catheterization was not the patient's standard of care prior to the device. When asked about the steps taken to resolve the issue, the hcp stated that the patient was seen in office on (B)(6) 2024 and was evaluated by doctor and was on 10 days course of medication. The issue was resolved.